Event description:
The site reported the following: upon opening a solaris mr disposable kit and upon inspection, the technologist noticed a thin, hair-like foreign body within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned product and identified the presence of a thin strand of hair of unknown etiology in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 65.65 mm in length. Our investigation determined that the particulate noted in the syringe was likely introduced during the component manufacturing or assembly process. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned product and identified the presence of a thin strand of hair of unknown etiology in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 65.65 mm in length. Our investigation determined that the particulate noted in the syringe was likely introduced during the component manufacturing or assembly process. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The site reported the following: upon opening a solaris mr disposable kit and upon inspection, the technologist noticed a thin, hair-like foreign body within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.